Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away in the intensive care unit of a hospital. The customer was hospitalized on (B)(6) 2015. The cause of death was respiratory failure, encephalopathy, and metastatic cholangiocarcinoma. Two months prior to passing, the customer had gone to the emergency room, with liver and pancreas cancer. The customer had stage 4 kidney failure, a slight heart attack; there was damage on the right side of the heart. The paramedics informed the customer's spouse that the customer's blood glucose, at the time of death, was below 20 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that the insulin pump cannot be returned for analysis because it has been given away; the spouse gave it to the hospital to be donated to the poor people. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.

Manufacturer narrative:
Additional information was reported by the spouse of the customer. The new, additional information has been provided.

Event description:
After receiving a letter the customer's spouse called back and reported that customer had low blood glucose of 22 mg/dl in the last week of september. The customer was taken to the hospital and passed away four (4) days later, on (B)(6) 2015.